Event description:
It was reported to a company representative that a vns patient was scheduled for revision surgery due to a lead break. Lead replacement surgery occurred on (B)(6) 2016. The reason for replacement was stated to be due to low impedance from the company representative who was at the surgery. Additional relevant information has not been received to-date. The explanted device has not been received by the manufacturer to-date.

Manufacturer narrative:
Reference to the previous MFR report which reports an article referencing known cases of repaired; leads was inadvertently not provided in follow-up report#1.

Event description:
Several reports of ¿repaired¿ leads from review of a published article were previously reported in MFR report# 1644487-2016-02421, and the circumstances of this event are consistent with the events in that article.

Event description:
The explanted lead was received for product analysis on (B)(6) 2016. Analysis was completed on the returned lead portion (B)(6) 2016. A portion of the lead assembly including the electrodes was not returned for analysis, therefore a complete evaluation could not be performed on the entire lead product. The end of the connector pin coil had been melted approximately 10mm and the end of the connector ring coil appeared to be broken at approximately 28mm from the end of the cut outer and inner silicone tubes. It is unknown exactly what caused the coil to melt but, it is possible the thermally-damaged coils were exposed to a high temperature device such as a cauterizing tool (electrosurgical unit) during the explant of the lead. Scanning electron microscopy was performed on the connector ring coil break (found at 28mm) and identified the area as being mechanically damaged smooth surface which prevented identification of the coil fracture type and no pitting. The areas on the remaining broken coil strands were identified as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. Evidence of a stress induced fracture (rotational appearance) which most likely completed the fracture was observed on two of the fatigue broken coil strands. A piece of split, white tubing was observed wrapped around the outer silicone tubing with three black sutures tied around it approximately 39mm-61mm from the end of the connector boot. After the white tubing and black sutures were removed an abraded opening was observed on the outer silicone tubing approximately 51mm from the end of the connector boot. White deposits were observed in this area. The abraded openings found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. What appeared to be white deposits were observed in various locations. With the exception of the observed discontinuity the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified.

Manufacturer narrative:
Event description, corrected data: supporting description of the event was inadvertently not provided in follow-up report#2.

Event description:
However, it was unknown if the lead repair was attempted at the surgery which occurred on (B)(6) 2016, or if the lead had been repaired at an earlier date. No information regarding this patient could be specifically correlated to the received article. Therefore, this patient could not be identified as any of the patients described in the article.